Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was capped and replaced. No further information was available.

Event description:
New information on 10/12/2016 stated that the patient was well post operation and has been lost to follow up.